Event description:
It was reported that the navlock, universal tracker adapter for instruments from 2cm to 7cm, broke in half during inventory testing that was not performed in a patient care setting. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that the navlock, universal tracker adapter for instruments from 2cm to 7cm, broke in half during inventory testing that was not performed in a patient care setting. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.